Manufacturer narrative:
Added device UDI and model numbers. Product type and applicable information (serial number unchanged). Added device manufacture date.

Manufacturer narrative:
The returned positioning sensor unit (psu) powered up with the amber fault light on. A check of the event log indicated bump detector battery low voltage. The psu also failed an accuracy test (aak) at .41mm with a passing threshold of .35mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed and reproduced. Faulty bump status on the camera side was the likely cause, and the camera was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera on the system was unable to detect any instruments or equipment and that the third light emitting diode (led) was flashing amber. A reboot did not resolve the issue. There was no patient present at the time this issue was observed.

Manufacturer narrative:
Added foreign, other, (B)(6) to report source.